Manufacturer narrative:
Age at time of event: above 18 years and older. Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with blood in the inflation lumen and balloon. The hypotube, outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Microscopic examination of the device revealed that there is a pinhole in the balloon 9mm from the proximal markerband. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. After the guidewire was passed through, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. No fragment of the balloon was left in the patient's body. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Age at time of event: above 18 years and older.

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified vessel below the knee. After the guidewire was passed through, a 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the second inflation at 14 atmospheres for 20 seconds, the balloon ruptured. No fragment of the balloon was left in the patient's body. The procedure was completed with another of the same device. No patient complications nor injuries were reported.